Event description:
The respirator alarmed "leakage", and when removing the tube, the physician noticed that the cuff was torn. Serious deterioration in the patient's state of health: oxygen desaturation. Oxygen desaturation in turn causes compromised airway control and cardiac collapse could occur it unable to bag manually with oral airway and 100% oxygen as await replacement of endotracheal tube. This would be interruption and disruption of care and would require a skilled clinician to change out tube with risk of loosing airway control if some anomaly would occur.

Manufacturer narrative:
One sample was returned for evaluation. Visual inspection found it to be in good physical condition. Device underwent functional testing by inflating the cuff with a syringe and subsequently submerged under water; device leak observed coming from a small tear in the cuff. The reported customer complaint has been confirmed, and the problem source has been determined to be unknown.